Manufacturer narrative:
Of the 15 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to damage to the pump case.

Event description:
This report summarizes <noe> 15</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue. These reports were received from various sources. The patients associated with this allegation ranged from 21-75 years of age and between 81 and 225 pounds. Of the reported patients, 6 were male, 9 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #1 06/15/2016: of the 15 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to damage to the pump case. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 15</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue. These reports were received from various sources. The patients associated with this allegation ranged from 21-75 years of age and between 81 and 225 pounds. Of the reported patients, 6 were male, 9 were female, and 0 were unknown.